Event description:
The customer complained about a missed anti-fy (a) with biotestcell-i8. The customer reported that he used the anti-fy (a) as a control. Furthermore the customer reported that an error happened during this testing.: the customer diluted the identification panel cells biotestcell-i8 in the wrong medium. Because of his handling´s error the customer returned neither the supposedly defective product nor the affected control anti-fy(a). The complaint was caused by an customer's handling´s error . A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident